Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. E3 initial reporter occupation: lawyer.

Event description:
(B)(6) 2018: patient underwent a left tka for arthritis and valgus deformity. Patella was resurfaced and depuy cement was used. No reported complications. (B)(6) 2020: patient underwent a revision of the tka for pain. The femoral component was noted to be well fixed, but was oversized. The tibial component was noted to be loose, but loosening interface wasn't noted. The patella was well fixed and retained.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient was complaining of knee pain. The initial plan for the revision surgery was poly swap vs tibial revision. Poly was extracted. Femoral component was well fixed. Tibial component came out with a few hard taps. The loosening interface was cement/implant. There appeared to be sign of lipids on the underside of the tibial component. The cement was removed from the tibia and a depuy pressfit stem, porous sleeve, and rp revision tray trial where prepped for. Primary rp trials were trialed. There was still a significant gap laterally with a size 12 poly trial. At that point it was determined that a femoral revision was also needed. Femur was extracted and a full attune revision crs/rp implant was implanted. Pressfit stems and tibial/femoral sleeves were implanted. Doi: (B)(6) 2018, dor: (B)(6) 2020, left knee.